Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was tested, it froze at the six picture screen. The single board computer (sbc) printed circuit board (pcb) was replaced. An unrelated issue was found and corrected. The device passed all testing and was returned to the customer. The reported malfunction was duplicated.

Event description:
It was reported that when turned on a ventilator display froze at the six picture screen. There was no patient involvement.